Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason for the poor coupling was due to weight loss. The patient met with the rep and identified a new 'pick up point' (antenna location?). The issue was resolve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger antenna was damaged and that they had poor coupling. The patient was unable to get the ins to charge up. It was noted that it comes on for a min or two and then shuts off (coupling), and that they keep the insr plugged in. While on the call the patient tried charging and got 8 coupling boxes, but then it dropped down to 4 and then 2. The patient charges using the belt but no adhesive discs. A new antenna/adhesive discs were sent to the patient but the issue persisted and the coupling boxes kept disappearing. It was reviewed that even though the boxes aren't shaded the ins is still recharging at a slower rate. The patient was redirected to their hcp to discuss further troubleshooting. It was noted that the patient did not need to use the recharger on the day of the call because they were not in a lot of pain.